Event description:
It was reported that the catheter was placed in the (B)(6) year old patient's right femoral vein and underwent an operation for appendicitis (B)(6). The patient expired. The hospital's safety control department stated that the catheter did not cause or contribute to the patient's death. However, as the actual case of death has not clearly been determined, the hospital would like an investigation of the catheter just to be sure.

Manufacturer narrative:
(B)(4).